Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the Insertable Cardiac Monitor (ICM) exhibited premature battery depletion. The ICM was explanted and replaced on (b)(6) 2026. The patient was in stable condition.